Event description:
On 26th april 2024, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone iol (model unspecified). The event description provided states "on injection of the intraocular lens into the eye during cataract surgery, the barrel of the injector split, causing the plunger to exit the side of the eye. The lens implant was wedged, half in the eye, half in the injector. I managed to tease the implant into the eye. It was undamaged, the procedure was completed without further incident".

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states "on injection of the intraocular lens into the eye during cataract surgery, the barrel of the injector split, causing the plunger to exit the side of the eye. The lens implant was wedged, half in the eye, half in the injector. I managed to tease the implant into the eye. It was undamaged, the procedure was completed without further incident". The information received indicates that the lens became trapped and that injection was continued. This is a deviation from the IFU. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return product and all packaging to rayner".